Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the left ventricular lead exhibited high impedances. No intervention was performed and the patient would continue to be monitored. The impedance changes did not cause any symptoms.